Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Emergency services were called and paramedics administered dextrose 50 (d50) intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore, issue is not confirmed due to esa. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.       The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Emergency services were called and paramedics administered dextrose 50 (d50) intravenously for treatment. There was no report of death or permanent impairment associated with this event.